Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Oversensing and noise were observed on the right ventricular lead. The patient was brought in for lead revision. The lead appeared to have separated near the distal end as noted on a fluoroscopy. The lead was capped and replaced (B)(6) 2018. The patient was stable before, during and after the procedure.